Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) alarmed ¿auto fill failure¿. The iabp was replaced to continue therapy, the initial iabp was labeled and taken to the biomedical engineer without any troubleshooting by the emergency line. No patient harm or adverse event was reported.

Manufacturer narrative:
The facility¿s biomedical engineer reported that the cath lab personnel witnessed an error message ¿battery maintenance required¿ on the iabp. However, this was not an issue, because this message will come up 6 months after the last battery test was performed by default, and will clear when the next test is performed. The biomed also completed the 6 month preventative maintenance on (B)(6) 2019, and found no other errors or issues. The auto-fill failure that was initially reported could not be reproduced. The unit was released back into service on the same day.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Getinge service was not requested in connection with this event. A supplemental report will be submitted if additional information is made available. (B)(6).

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) alarmed ¿auto fill failure¿. The iabp was replaced to continue therapy, the initial iabp was labeled and taken to the biomedical engineer without any troubleshooting by the emergency line. No patient harm or adverse event was reported.